Event description:
The pt's mother reported the pt experienced elevated blood glucose of 300-400 mg/dl. She bolused through the infusion device, but her blood glucose did not decrease and he injected insulin via pen. In 2009, she switched to her backup infusion device. The pt's normal blood glucose level is 100 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.